Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: the nares on the CPAP cannula kinked and collapsed. The CPAP was being used to administer CPAP treatments on a patient at the time the alleged incident occurred. The hudson concha neptune was also being used with the CPAP treatments. No patient injury reported.